Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver board was replaced and a filament calibration was preformed. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an overload fault error message. This error will likely cause the system to shut down. There is no report of pt injury.